Event description:
Model 5076: an apparent lead fracture was reported. Model 6943, tce122081v: 'visual irregularity' was reported and it subsequently tested out of specification during manufacturer's analysis. No patient complications were reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Tce122081v outer insulation breached depression; full lead returned. Model 5076 (serial number unknown): no anomalies found; partial segment returned.